Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 560 mg/dl with polyuria associated with a time issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was determined that the patient did not set the am/pm correctly in the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia due to use error in incorrectly setting the time in the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.